Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that mini tray failure. A field service engineer discovered plastic debris on the side of the drawer, which was causing friction against pocket 1.18 and hindering its smooth operation. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system mail tray failed to open. A customer has reported that the delay in dispensing medication during reported malfunction. There were no adverse events or injuries reported based on this event.